Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 424 mg/dl at one point; her blood glucose this morning was 373 mg/dl. The customer experienced thirst and confusion as a result. The customer treated for her high blood glucose with an insulin pump bolus. Her health care professional also instructed her to treat via manual insulin injection to bring her blood glucose down to at least 300 mg/dl. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. There were no air bubbles or insulin leaks either. The customer declined to check for site/insulin issues since she changed her site an hour ago. The customer declined a high pressure test as well. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.